Manufacturer narrative:
Medwatch sent to FDA on 5/26/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of haematoma, milky opaque spot, arterial occlusion and red lesions are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of blanching, ecchymosis, inflammation, ischemia and skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Haematomas, indurations or nodules at the injection site. Staining or discolouration in the injection area. Warnings: do not inject into the blood vessels (intravascular)."

Event description:
Healthcare professional reported injecting a patient with juvederm ultra x c in the lips. Prior to injection, the patient was given ice. Injection into the lower left lateral lip resulted in a "haematoma and milky opaque spot" that brought up concerns with "arterial occlusion." Within 3 hours of injection, the patient developed "red lesions" in the "left lower white lip area" and "under the right lower lateral lip." Patient was then treated with hyalase. The blanching and vascular occlusion resolved the same day. Hematoma is ongoing and the patient is having "daily red light therapy to assist in healing." The red lesions have also fully resolved.

Manufacturer narrative:
Medwatch sent to FDA on 6/13/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: symptoms have resolved.